Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. However, there was corrosion at the helix tip. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient experienced a fall the week prior to the event and was brought into the clinic for loc. The patient was admitted to the hospital. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient experienced a fall the week prior to the event and was brought into the clinic for loc. The patient was admitted to the hospital. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.